Event description:
Patient presented to the emergency department in cardiac arrest (unresponsive and cyanotic). Family unsure how long the patient had been in cardiac arrest when arrived at ed. Physio control lifepak 9p defibrillator would not deliver after three attempts. Defibrillator had power but would not fire. Different defibrillator was used at this point. Small delay in changing defibrillator. Unsure if the small delay in changing defibrillator caused patient harm. Patient did expire after 45 minutes of critical care and resuscitation attempts. Investigation showed no user error. Defibrillator was test fired and worked appropriately. All other issues were investigated that may have caused defibrillator to not fire and nothing was found. Bio-med inspection did find that battery needed to be replaced but at the time defibrillator was used on patient ac power was being used and the battery would not have been an issue. Manufacturer contacted and their investigation showed no issues. Device has been taken out of service anyway even though no issues could be found.